Manufacturer narrative:
No product was returned for investigation. The report of pump stoppages was confirmed based on the evaluation of the submitted system controller log file. The log file captured low speed operations and pump stoppages on (B)(6)2017 between 4:12 to 4:34 and at 5:53 while the system was on the power module. Although the log file evaluation cannot conclusively determine the specific cause for the low speed operations and pump stoppages, these events appear consistent to a potentially compromised wire in the driveline. However, driveline wire damage could not be confirmed because the product was not returned. The patient remains ongoing on pump support using an ungrounded patient cable with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to UDI labeling implementation. Approximate age of device: 3 years and 7 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, multiple pump stoppage events were occurring while the lvad system was connected to the power module via the patient cable. The patient was asymptomatic. The submitted log file was reviewed by the manufacture¿s technical services representative and the reported event was confirmed. This type of behavior has been linked to potential issues with the driveline. The patient was discharged home with an ungrounded patient cable to use when connecting the lvad system to the power module.